Event description:
It was reported that there was noise and short intervals counts, which could indicate oversensing. The rv (right ventricular) lead pace/sense portion was swapped to the lv (left ventricular) port, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.